Manufacturer narrative:
H10: visual inspection of the returned device by the unaided eye revealed a crease on the cuff. No other anomalies were identified. Using a syringe, 20 milliliters of air was inserted through the valve. The cuff fully inflated with a slight bulge. The cuff was measured with a standard ruler from the center of the shaft to the edge of the smaller side of the cuff. Next, the cuff was measured from the center of the shaft to the edge of the larger side of the cuff. The measurements were 14millimeters and 20millimeters. The measurements met the manufacturing specification for cuffs. The alleged defects could not be confirmed. No corrective actions are planned currently. The manufacturer regularly analyzes complaint data and trends and will take further actions accordingly. No root cause was determined, and no corrective actions are required because the mitigations in place were revised and are being executed as is determined by procedure. This failure will continue to be monitored to determine if new actions need to be taken. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
PMA/510k is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after the customer inserted the product (a tracheostomy tube) in the patient, he tried to put air in the cuff, but could not do it properly. No patient injury reported.